Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a company representative in regard to a patient receiving infumorph. The indication for use (IFU) was listed as non-malignant pain and failed back surgery syndrome. It was reported that the patient wasn't getting as good relief as they use to. The patient had a loss of therapy. The patient's hcp increased the pump several times with no more relief. The patient's old catheter was completely replaced on 2015 (B)(6) with a new catheter. The issue was resolved at the time of report. The patient's status at the time of report was alive, no injury. The cause of the catheter replacement, and onset of the loss of therapy was not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare professional. It was reported that there was a suspected problem with the catheter. The patient was not getting adequate coverage. The cause of the catheter problem was unknown. A dye study performed was unremarkable and pump increases made no change in pain. The onset of the loss of therapy was following a pump change out in (B)(6) 2015.

Event description:
Additional follow-up received indicated the information previously reported in MFR. Report number 3007566237-2015-04062 pertains to this manufacturer's report. [Information was received from a manufacturer&#38112;representative (rep) regarding a patient receiving an unknown medication (unknown concentration and dose) via an implanted pump. The rep was in the operating room and mentioned a catheter revision.] Additional information received from a company representative reported the patient has regained adequate therapy relief after the catheter revision. It was unknown why the previous catheter wasn't working, but it was noted that the replacement catheter was placed higher up.